Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. However, when the device was disassembled, it was found that there was a cracked internal component; the y-link. It could not be determined what may have caused the reported event. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that a patient with a diagnosis of cervical tumor with no pathological definition was admitted with intense vaginal bleeding with an important decrease in hemoglobin. A total hysterectomy, oophorectomy, salpingectomy and lymphadenectomy were indicated. During the surgical procedure, the (B)(4) harmonic device stopped working and was replaced by the harmonic device seven. The patient had no adverse events.